Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 23m x 3.5mm, eccentric, de novo, target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 24mm synergy drug-eluting stent was advanced but unable to cross the lesion. The physician removed the device and found the distal of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.